Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while removing the gallbladder, the bag tore and the specimen fell into the patient. Another retrieval bag was used to remove the specimen. There was no patient injury.